Manufacturer narrative:
No medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that changes in capture threshold, sensing, and impedance were noted due to dislodgement. When repositioning was unsuccessful, the lead was explanted and replaced.